Event description:
Clinicians were attempting to defibrillate a patient but the device displayed a "defib fault 78" message and would not charge energy. The clinicians attached the device to the patient using non-zoll electrodes and an interconnection adapter. The clinicians initiated an analysis and the device returned a "shock advised" determination. The clinicians then administered a 120 joule shock to the patient. The patient was re-analyzed and the device returned a "shock advised" determination. The clinicians then administered a 150 joule shock to the patient. The patient was again, re-analyzed and the device returned a "shock advised" determination. The device automatically charged to 200 joules however, upon the attempt to administer the shock to the patient, the device would not discharge. The clinicans heard an audible noise from inside the device but could not discern the cause. The device was placed in manual-mode operations and the clinicians attempted to charge the device but the device displayed a "defib fault 78" message and would not charge energy. The clinicians disconnected this device and the interconnect adapter and obtained another device and interconnect adapter and connected them to the original electrodes attached to the patient. The clinicians were then able to successfully defibrillate the patient and continued to provide therapy. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.